Manufacturer narrative:
Concomitant medical products: 310c27 tissue value, implanted (B)(6) 2016.

Event description:
It was reported that the surgeon believed one of the leads was nicked during a tricuspid valve repair procedure. An interrogation revealed the right atrial (ra) lead triggered a warning for low impedance indicating an insulation failure. The right ventricular (rv) lead had a warning for increasing impedance to high levels and exhibited high threshold. The leads remain in use. No patient complications have been reported as a result of event.